Event description:
Per the clinic, no connection could be made to the internal device, subsequent to sustaining a head trauma on (B)(6) 2013. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 11, 2013.